Event description:
Damage to the pump housing and usb port was reported, which impacted the customer's ability to charge the pump, although the pump did not shut down due to this issue. There was no adverse impact to the customer's blood glucose level. The resolution involved technical support (cts) deciding to replace the pump. While awaiting the replacement, the customer planned to continue using the current pump.